Event description:
Customer applied the durahesive wafer with convex-it in 1997 and wore it until 5 days without any difficulty or discomfort. Skin was clear when they removed the wafer and then applied a second wafer on the same day. Four days later the customer noted blood tinged urine which continued unitl event date. The customer almost sought medical attention at local ER for the blood tinged urine in pouch. Small area at the base of the stoma (at line where skin meets the stoma) was ulcerated, this was cauterized and two dissolving sutures were placed in the ulcer. Patient was switched to durahesive low profile wafer and five days later ulcer healed. Patient stated that they like the durahesive wafer with convex-it and would like to resume use. Suggested that indivudual contact local rnet prior to resuming use of the product.